Event description:
It was reported that during implant the device exhibited an impedance measurement anomaly. The device was removed and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field event of an impedance anomaly was confirmed in the laboratory. The aring set screw had silicone material in its hex cavity and the svc and atip set screws were found to be damaged and had silicone material in their hex cavities. It is believed the impedance anomaly was caused by silicone material in the set screw cavity. The silicone material in the hex cavity had prevented full insertion of the torque driver tip into the set screw cavity and prevented the full tightening of the screw and the set screw from fully securing the lead into the header, thereby, resulting in the impedance anomaly in the field. Bench tests all passed and showed the device to be normal. No device anomaly was found.